Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, itchy, burning and breaking out. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse practitioner administered a shot of prednisone for the skin irritation. Follow up indicated that the skin irritation improved.